Manufacturer narrative:
Issue resolved itself after a system shutdown and reboot. A subsequent procedure was completed using the same control console and the device functioned as intended. It has not been possible to recreate the issue. No further evaluation or conclusions can be reached.

Event description:
After removing the pre-dilation balloon, the stent was placed in the cassette as would normally be done. At this time, the control console screen froze. The user tried pressing load/exchange guide, opening and closing the cassette covers and an e-stop restart to get the screen to unfreeze. The physician had to manually remove the guidewire and stent from the locked cassette and convert to a manual procedure.